Event description:
This filter extension set is used in series with another co's infusion set attached to a portable IV infusion pump to deliver parenteral nutrition solutions containing lipids. At some point during the infusion, the filter extension set began to leak at the point where the tubing is attached to the filter itself. Note: due to complications of administering tpn, an opening in a "closed, sterile system" provides opportunity for microbes to enter. (*)